Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported physical resistance during advancement, inability to curve, and inability to straighten the steerable guide catheter (sgc) appear to be due to patient anatomy. The reported deformed shaft and kinked tip appear to be cascading effects of the physical resistance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device is being filed under a separate medwatch report number.

Event description:
This is filed to report inability to straighten. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and tortuous iliac vein. The steerable guide catheter (sgc/21025r1012) was inserted and advanced into the left atrium (la). It was noted that advancement was difficult to patient anatomy. While in the la, due to the difficult patient anatomy, the sgc was unable to curve or straighten. Therefore, the sgc was removed. Upon removal it was observed the shaft was deformed and the tip was kinked. A new sgc (21025r1013) was inserted, but the same exact issues occurred. Once removed, the shaft was also deformed, and the tip was kinked. Therefore, the procedure was discontinued. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.